Event description:
The complainant reported the patient was on impella cp support due to bradycardia. While on support, the patient slowly started to lose impella flow and eventually had continuous suction without being able to flow. Surgeon was concerned about clot ingestion, and opted to replace with a new cp. Additionally, multiple units of product was given in response to bleeding concern. There was a total of 2100 cc¿s of blood out of chest tubes. Endotracheal tube was exchanged due to balloon rupture. The procedural outcome was the patient survived surgery.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella instructions for use: impella cp with smart assist system: section: general patient care considerations. ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output. Use of the repositioning sheath and peel-away introducer: ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿